Manufacturer narrative:
Results: a sample was not returned for evaluation. Evaluation of the returned photographs confirmed the reported defect. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the needle of a bd vacutainer® 21 g x 1.5 in. Had a crack and blood leaked while blood was being collected. No injury or medical intervention occurred.